Event description:
It was reported that, "after suturing subcutaneous, surgeon used sxmd2b410 to close dermis. He used subcuticular technique to close the dermis. After suturing and close the whole incision on the knee cap with lateral stitch. He pulled both side of the stratafix and proximal of stratafix snapped. He then opened mcp936h to suture the edge of the wound to ensure the wound wouldn't open. Three stitches on both sides. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method: the actual product involved with the incident reported has not been received. Results/conclusions: the actual product involved with the incident reported has not been received. No product eval can be performed at this moment. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component these were received info inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4) inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report, samples have not been received. Upon receipt of samples a follow up report will be submitted once the eval is completed. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. (B)(4); item # sxmd2b41030 stratafix spiral pga-pcl knotless tissue control device; 2fs-1 2-0 und monoderm 30x30, lot mcmb160.